Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer observed that the wire on the fenestrated bipolar forceps instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed a follow-up with the customer and obtained the following additional information regarding the reported event: no arcing was observed during the procedure. It was confirmed that there was no patient harm, injury, or adverse outcome due to the alleged product issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. There were additional findings that were not related to the primary failure. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. Signs of thermal damage were observed at the base of the grip. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument failed the electrical continuity test on all three attempts. The instrument was placed and driven on an in-house system. The instrument failed to deliver energy with signs of arcing on all three attempts.